Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the navigation appeared inaccurate while the arm's trajectory was accurate. When they verify anatomy to the spinous process, the probe appeared slightly medial 1-2 millimeters (mm). They swapped the robotic reference frame to an air frame, different snapshot trackers, and multiple instruments and the issue persisted. The site elected to proceed with case since the robot trajectories were accurate, however, it did add a 40 minute delay to the case. There was no impact to patient's outcome.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the manufacturer representative could not duplicate the problems reported. All test results were within original equipment manufacturer (OEM) specifications. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.